Event description:
An implanted ti sternal locking straight plate was removed. Approximately 5 weeks after implantation surgery pt developed an infection. Surgeon indicated the plate was locked tight and there was no problem with the plate. He indicated he removed the implant even though he did not think the implant and infection were related.